Event description:
The customer contact reported that channels 1 and 3 of the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that indicated alarms malfunction code e321 on channels 1 and 3. No specific patient information, pump programming or, event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted on channels 2 and 3. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. Channels 2 and 3 of the device had an e321 (battery charger timeout) error code noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.